Event description:
It was reported that after a unknown procedure, one or two days, a leakage occurred. The patient had to be re-operated on. After several attempts to obtain additional information, a message was received stating, no further information is available.

Manufacturer narrative:
(B)(4). Two sterile devices were returned for analysis. The breakaway washer was present and uncut and the devices were fully loaded with staples, indicating that the devices had not being fired. The devices were tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.